Manufacturer narrative:
Unit was received with blank display due to corroded battery cap contact. Unit was tested with a new battery cap and no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer tried three new different batteries but the display was blank. The display was currently blank. Customer's blood glucose level was 122 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.